Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose level was 217 mg/dl. Customer stated that the alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.